Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient's heart rate was noticed to have decreased, so they were brought in for a review of their implanted system. X-ray imaging taken confirmed the right ventricular (rv) lead had dislodged and was causing loss of capture, high thresholds, and a drop in amplitude morphology measurements. Outside of a decreased heart rate, the patient was asymptotic. Surgical intervention was performed and the rv lead was repositioned successfully for the patient. Approximately one week after this rv lead revision procedure, the patient displayed signs of pericardial effusion and was admitted to the hospital. Upon confirming the effusion, the hospital ultimately decided to perform a pericardiocentesis to drain fluid from the pericardial sac to help alleviate the patient. Additional surgical intervention was performed, and the rv lead was successfully repositioned in the ventricle and continues to remain in service. Echocardiography was performed at the beginning and at the end of the procedure, with no change in the pericardial effusion. No additional adverse patient effects were reported.